Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was report of serious or permanent harm or injury. Device has been returned to the manufacture for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed. The device was scrapped. Contamination finding foam particles. Error code was present. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.